Event description:
The surgeon was inserting a single piece collamet lens model cc4204bf into patient's eye tore. He enlarged the incision minimally to remove the lens and replaced with another lens. No suture required.